Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (bhcg), testosterone (testo), carbohydrate antigen 19-9 (ca 19-9), human sex hormone-binding globulin (shbg), t- uptake, and cancer antigen 15-3 on their e-module. The customer stated they reviewed over 1000 samples and issued corrected reports for about 100 samples. The customer provided data for 214 patients, 38 of which had discrepant bhcg, ca 19-9, shbg, testo, and t-uptake results that were reported outside the laboratory. The customer stated they received abnormal sipper alarms on (B)(6) 2013, which caused the discrepant results. The customer stated that on (B)(6) 2013, the analyzer was generating discrepant results for an hour and a half before they received the alarm. The customer stated there were no data flags on the results prior to the alarm. The customer stated some of the samples were processed on their modular pre analytics (mpa) device and some samples were front loaded onto the analyzer. The customer did not specify which were processed on the mpa and which were front loaded. The customer stated some of the samples were diluted by the analyzer before repeat testing including patient 23, but did not specify which other samples were diluted. Please refer to the attachment to the medwatch for the patient results. The customer did not know of any adverse affects to any patients. The ca 19-9 reagent lot number was 16788901 and the expiration date was 11/30/2013. The bhcg reagent lot number was 16956305 and the expiration date was 01/31/2014. The shbg reagent lot number was 17045601 and the expiration date was 02/28/2014. The testo reagent lot number was 16850002 and the expiration date was 10/31/2013. The t-uptake reagent lot number was 16935101 and the expiration date was 12/31/2013. The customer originally called in with the abnormal sipper alarm issue on (B)(6) 2013, but did not supply any patient data. The field service representative was dispatched to check the issue. He found a loose filter on the pc sipper straw. He tightened the filter. He replaced the pc syringe seals. He completed 20 measuring cell preparations without any issues or bubbles. The customer performed daily maintenance activities and then ran quality control. The customer declined a service visit when they called the second time to report the patient data.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.